Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v452133, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v436028, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient broke a lead at the connector and they had to have the whole left side lead replaced. The lead was replaced on (B)(6) 2014. The patient¿s healthcare professional was unsure of what caused the lead. The lead issue was at the distal end and the entire lead was replaced. X-ray of the lead had showed a distinct fracture. Following the replacement the patient had recovered without permanent impairment.